Event description:
Boston scientific received information that one month post implant during a follow up visit this cardiac resynchronization therapy defibrillator (crt-d) had reached middle of life (mol). There was an allegation of premature battery depletion. Technical services was contacted to trouble shoot this issue. They performed a disk analysis and provided information on the longevity calculations. No adverse patient effects were reported.

Event description:
Additional information was received and a disk analysis was done from technical services. Technical services stated that the device battery depletion appears to be normal caused by the high output setting in the lv channel. The battery gas gauge is also behaving properly based on the high output settings. The estimated device longevity at these settings and pacing percentages is 3.5.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available this investigation will be updated.